Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
The patient reported their blood glucose (bg) level reached 22 mmol/l (396 mg/dl), while wearing the pod for approximately 24 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Treatment information was not provided.